Event description:
It was reported the patient had high impedances. There were greater than 4000 ohms on some of the unipolar and bipolar pairs. When the amplitude was increased, some pairs were greater than 4000 ohms while other pairs were around 3300 ohms. Patient reported ineffective stimulation at all amplitudes. Additional information has been requested and will be made as follow up as it becomes available.

Manufacturer narrative:
(B)(4).